Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion with no tortuosity, mild calcification and 80% stenosis in the mid right coronary artery (rca). The balancemiddle weight (bmw) universal ii guide wire was advanced, but could not cross the lesion due to the anatomy. The guide wire was removed with resistance due to the patients anatomy and the guide wire tip was noted to be very stretched. An new bmw guide wire was used to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and dimensional inspections were performed on the returned device. The reported stretched coils were confirmed and the device analysis noted the tip coils were separated at the center solder. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the case information and related record review, the investigation determined the reported difficulties to be related to the patient anatomical conditions.